Event description:
It was reported that during subject stent deployment, physician observed that the subject stent tip appeared to have an abnormal shape. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during subject stent deployment, physician observed that the subject stent tip appeared to have an abnormal shape. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: additional information received on 2-oct-2025 stated that the subject stent was not partially deployed in the anatomy, and the abnormal shape of the subject stent was found after removal.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. A2 age at time of event - added. A2 age units (patient) - added. B5 executive summary - updated. C2/d10 concomitant products grid - added. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 - gtin - added. F10 / h6 medical device problem code - device code grid - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition. The stent delivery wire (sdw) and the introducer sheath were not returned. All 3 marker bands were present on both ends of the stent. The stent was noted to be deformed at the distal end. A functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent deformed' was confirmed during visual inspection. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. The introducer sheath was correctly positioned in the hub of the microcatheter and the vent cap was tightened to prevent sheath movement. There was a note in the follow-up replies that some slight resistance was felt when removing the system from the dispenser (transport) hoop. It was reported that 'during stent deployment, the physician observed that the tip of the atlas appeared to have an abnormal shape. After the whole system was withdrawn, it was confirmed that the tip was deformed. The procedure was completed using a new stent'. The stent was returned for analysis in a deployed condition. The stent was noted to be deformed towards the distal end of the device. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was not returned for analysis. It is possible that the introducer sheath was initially set up correctly as reported in the follow-up responses, but subsequently moved either proximally or distally prior to stent advancement out of the sheath. It is not possible to decide which direction the movement was in as the sheath was not returned for analysis. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). This is one possible explanation to explain the analysis findings. The as reported code 'stent deformed' as well as the as analyzed code 'stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to some unknown procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.